Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on an unknown date. The advantage fit system and the uphold vaginal support system were also implanted. The implantation dates provided are (B)(6) 2010, but it was not specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on an unknown date. An uphold vaginal support system was also implanted. The implantation dates provided are (B)(6) 2010 and (B)(6) 2010, but it was not specified which device/s were implanted on each date. The advantage fit system was implanted on (B)(6) 2010. All other information is unknown.

Manufacturer narrative:
(B)(6).